Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor does not pass operational checks. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the capacitor test failed resulting in a functional test failure. There was reportedly no patient involvement. Results of functional testing indicate that the capacitor test failed and caused the functional test to fail. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which the therapy capacitor was requested and replaced. The device remains at the customer's site and no further action is warranted at this time.